Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/reporter, the pt's husband, contacted lifescan (lfs) alleging the one touch ultra meter was giving inaccurately high readings. One month earlier, in the morning, the pt obtained the blood glucose readings of 480mg/dl and 500mg/dl on the reported meter. At that time, the pt had been experiencing the symptom of vomiting for the past two or three days. Following these meter readings, the pt took humulin r insulin based on her sliding scale regimen. At an unspecified time later, the pt 'bottomed out' and felt low. The pt treated her symptoms by consuming glucose tablets. Subsequent meter readings were 400mg/dl, 500mg/dl and 'hi mg/dl'. According to the owner's booklet for this meter, the meter will display 'hi mg/dl' when the blood glucose result is greater than 600mg/dl. At 9:00am, the pt's husband took her to the ER, where her blood glucose level was tested to be 280mg/dl. The pt was treated with intravenous fluids. She was admitted to the hosp for five days with a diagnosis of dehydration and uncontrolled diabetes. The pt takes humulin 70/30 insulin twice per day, and humulin r insulin on a sliding scale throughout the day. It would have been helpful to determine the specific 'low' symptoms, at what time the 'low' symptoms began following the insulin dose, how much insulin was taken, if the pt tested her blood glucose level while experiencing the hypoglycemic symptoms, her expected blood glucose readings, and if she had a backup meter. The customer care advocate (cca) determined during the troubleshooting telephone call the pt's testing technique was correct, the test strips were within expiration dating and in good condition, and the meter was programmed for the correct unit of measure and calibration code number. Qc testing was performed during the call, with a result that failed out of range high. The meter, test strips and control solution were replaced. The pt alleges she experienced symptoms suggesting hypoglycemia following an insulin dose based on elevated meter readings. The pt self-treated these symptoms with glucose. Therefore, this complaint is being reported as an adverse event.